Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: regulatory status. Pending clearance. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the cement of a vertecem cement kit was difficult to mix with the syringe gun. This occurred during a test with vitalization-based security (vbs) technology to inject the cement once the stents were in the vertebra. It was difficult to perform the correct back and forth movement and rotation. The system jammed rapidly, thus preventing the correct mixing of powder and solvent. There was not enough cement to fill the syringes of the set. A new cement kit was used which, also, did not work perfectly. The gun was very difficult to use. The surgeon stopped the cement injection to avoid any complications for the patient. The surgical procedure was successfully completed. There was a 15-minute surgical delay. There was no patient impact. This report is for one (1) vertecem v+ cement kit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6 device history lot part number: 07.702.016s synthes lot number: 7c53190 manufacturing site: (B)(4). Supplier: aap biomaterials gmbh /osartis release to warehouse date: 14 june 2017 expiry date: 01. March 2020 the review of the certificate of conformity shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Review of the certificate of conformity showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary information was forwarded to legal manufacturer on february 12th 2019. Investigation summary from supplier: a retain sample of the affected batch 7c53190 has been tested in our laboratory without any anomalies. As well the batch documentation is without deviations, too. Based on our evaluation we assume an application error. Device history lot part number: 07.702.016s synthes lot number: 7c53190 supplier lot number: 7c53190 manufacturing site: selzach supplier: aap biomaterials gmbh /osartis release to warehouse date: 14 june 2017 expiry date: 01. March 2020 the review of the certificate of conformity shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.